Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Age at time of event and date of birth requested.

Event description:
Clinic reported a patient who developed a burn on the left axilla 26 days post miradry treatment. Oral and topical antibiotics were prescribed. The symptoms improved.

Event description:
Clinic reported a patient who developed a burn on the left axilla 26 days post miradry treatment. Oral and topical antibiotics were prescribed. The symptoms improved. Update: clinic confirmed the symptoms resolved by 9 months post-treatment.

Manufacturer narrative:
Describe event or problem: additional information: event problem and evaluation codes: add method code 4112. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom.